Manufacturer narrative:
This supplemental report was created to capture updates on h6: impact codes and b5: describe event or problem.

Event description:
It was reported that the brady lead was pulled out during a computed tomography (CT) scan and was fixed through surgery. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the patient had a revision due to the tachy lead advisory.

Manufacturer narrative:
This supplemental report was created to capture updates on b5: describe event or problem.

Event description:
It was reported that the brady lead was pulled out during a computed tomography (CT) scan and was fixed through surgery. This lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the lead was never pulled out during CT scan. The patient had a lead revision due to tachy lead advisory.

Event description:
It was reported that the brady lead was pulled out during a computed tomography (CT) scan and was fixed through surgery. This lead remains in service. No additional adverse patient effects were reported.